Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacture date: 08-03-11. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional manufacturing date for the non-sterile part is august 3, 2011. Manufacturing investigation evaluation: product received dis-assembled. The screw appears to be partially peeled at the m6.5x0.75-6h thread. The m6.5x0.75-6h thread and minor diameter on the screw could not be measured because of post-manufacturing damage. The device history records indicates that the product was manufactured to specification. The visual inspection has shown that, on the head of the shaft thread by this pedicle screw, a small piece of material has broken off as complained. No indication for material or design related issue was found. Device history review: manufacturing location: (B)(4) - manufacturing date: april 9, 2013 - expiry date: march 1, 2023. The non-sterile article 04.632.950 / lot 6731240 was manufactured in (B)(4). Manufacture date: august 3, 2011 (non-sterile). Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are mnh, mni, kwq and kwp. The lot number provided corresponds to the original unsterilized part number which was manufactured at synthes (B)(4). It is unknown at the time of this report which synthes facility sterilized and repackaged the part. Since the subject device reportedly broke during surgery, it is not considered to have been implanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review of the subject device lot was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that a matrix polyaxial screw was applied during surgery at levels l4-s1. During the surgery, a portion of the reported matrix polyaxial screw and a polyaxial head loosened and detached. Although it was recognized that the upper part of the reported screw at the right l5 level had broken, the surgeon confirmed no fragment was left in patient's body. There was no report of surgical delay or adverse consequence to the patient. This report is 1 of 1 for (B)(4).